Manufacturer narrative:
Four lot numbers were provided and lot history reviews were performed. Three malfunctions had unknown lot numbers. Four malfunctions provided medical records for review and one provided images. Four investigations were inconclusive and three were confirmed for both malposition of device and patient device interaction problem. A root cause could not be determined. The devices are labeled for single use. (Corporate lot number: gfrf4096, unknown).

Event description:
This report summarizes seven malfunctions. A review of reported information indicated that model rf320j, vena cava filter, allegedly experienced malposition of device and a patient device interaction problem. This information was received from multiple sources. There were seven patient's involved with no consequences. Three patients were reported as male and one was reported as (B)(6) year old female. One male was (B)(6) years old. The weight of three patient's varied from (B)(6) lbs. No additional patient information was provided.

Event description:
This report summarizes seven malfunctions. A review of reported information indicated that model rf320j, vena cava filter, allegedly experienced malposition of device and perforation. This information was received from multiple sources. There were seven patient's involved with no consequences.of the reported patients, four were male and one was female. Three patient's ages ranged from 31 - 55 years of age. Four patient's weights ranged from 246 - 352 lbs. The remaining patient's age, gender and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided for 4 out of 7 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for five malfunctions, with one of the medical records including images. For 3 of the 7 reported malfunctions, the investigation is confirmed for the alleged filter perforation and tilt. For one of the seven reported malfunctions, the investigation is confirmed for perforation and inconclusive for tilt. The remaining malfunction is inconclusive for the reported perforation and filter tilt. Medical records were not provided for two of the seven malfunctions and the investigation is inconclusive for the alleged tilt and filter perforation. A definitive root cause could be determined based upon the available information. The devices were labeled for single use. H10: d4 (corporate lot number: gfrf4096, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for 4 out of 7 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for six malfunctions, with one of the medical records including images. For 3 of the 7 reported malfunctions, the investigation is confirmed for the alleged filter perforation and tilt. For 2 of the 7 reported malfunctions, the investigation is inconclusive for perforation and tilt, in which medical record was not provided for one malfunction. For one malfunction, perforation and tilt were not identified based on the evaluation of medical record review .the remaining malfunction is inconclusive for the reported filter tilt and confirmed for perforation. A definitive root cause could be determined based upon the available information. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device and perforation. This information was received from multiple sources. There were seven patient's involved with no reported consequences. Of the reported patients, four were male and two are female. Three patient's ages were ranged from 31 - 55 years. Four patient's weights ranged from 246 - 352 lbs. The remaining patient's age, gender and weight were not provided.